Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. A guidewire was not used for insertion of the catheter. During the third cycle, the physician felt a sensation of the catheter sticking. The physician attempted to remove the catheter from the vein, but this was not possible due to the catheter breaking. The tip is reported to have broken and the catheter broke into fragments. The physician had to make incisions to remove the catheter pieces. The procedure was completed by safenectomy.

Manufacturer narrative:
Product analysis: the closurefast device was returned to medtronic for evaluation. No ancillary device was returned with the closurefast catheter. The closurefast catheter was inspected while removing the device from the transport tray. It was observed that the distal tip of the device was detached from the catheter. The distal tip was adhered to the catheter transport tray via a piece of tape. The catheter heating element coil was unwrapped from the distal assembly of the catheter; however, it remained attached to the catheter. The catheter was removed from the transport tray. Examination of the device lot number tag indicated the device lot number was 173380023 which matches the reported lot number. Inspection of the catheter shaft revealed multiple kinks throughout. The kinks were located approximately 12.3cm, 33.3cm, 66.3cm, and 88.5cm proximal to the fractured distal end of the catheter. The proximal end of the catheter shaft measured approximal 96.0cm in length. Inspection of the fractured distal segment of the catheter revealed the segment measured approximately 3.8cm in length. The catheter heating element coil remained wound around the distal portion of the distal segment of fracture catheter. It was noted that the catheter fep was torn. Microscopic inspection revealed the proximal fracture face was ductile in nature. The inner wiring was exposed and protruding from the distal end of the proximal fracture face. Deformation of the polymide tubing, consistent with melting, was noted at the fracture location. Bending of the catheter was also noted. Inspection of the distal fracture face revealed a ductile fracture. The signal inner wires were exposed. Evidence of deformation of the polymide tubing, consistent was melting, was noted. Examination of the fep on both the proximal and distal segments of the catheter revealed evidence of tearing and deformation; the observed deformation was consistent with melting of the fep. A red-blood like substance was noted on both segments of fep. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: excessive force was used to remove the catheter prior to break occurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: six images were received from the customer. Image 1-3 confirms the device matches with the reported model and lot number. Image 4 shows the catheter heating element was detached during procedure. Blood material was observed. Image¿ 5 shows the remaining detached portion of the closurefast catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: all catheter fragments were removed from the patient. It was reported that the saphenectomy was part of a crossover treatment. The patient is in a stable condition. If information is provided in the future, a supplemental report will be issued.